Event description:
Ous MDR - after an implantation period of about 23 months, oversensing was reported via home monitoring and it was confirmed during a follow-up with arm stretching in front of thorax. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis. We received x-ray images and follow-up data were investigated. The inspection of the follow-up data revealed the presence of noise in the rv and ff channels, confirming the clinical observation. The rv pacing and shock impedance values as well as the r wave amplitude did not show any abnormality. During the inspection of the x-ray images no peculiarities were found. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.